Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low impedance and high threshold were observed. The physician opted to monitor the patient since capture and sensing were normal during in clinic testing. The lead remains implanted.